Event description:
It was reported that during an ultrasound-guided breast biopsy procedure, the device allegedly had weak firing power and was unable to get sufficient samples. It was further reported that the needle had to be forcibly removed from the breast. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one marquee disposable core biopsy instruments for evaluation. Upon visual evaluation, the device was appeared to have blood residue throughout the cannula and the penetration depth marker was set to 25mm. The device was received in its initial position. No visual anomalies were noted to the device. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 12 times at the 18mm and 25mm into a pork shoulder using the automatic and semiautomatic firing options. The device was able to prime and fire properly. All 24 samples were obtained. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime, fire and obtain samples without any issues and the investigation is kept as inconclusive for the reported difficult to remove issue as the condition of use cannot be replicated in the laboratory. A definitive root cause for the failure to fire and difficult to remove issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2026) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure, the device allegedly had weak firing power and was unable to get sufficient samples. It was further reported that the needle had to be forcibly removed from the breast. The procedure was completed by using another device. There was no reported patient injury.